Manufacturer narrative:
Product analysis the device was returned with the thumbswitch positioned in the ¿off¿ position, a visual inspection could find no issue with the housing/tip, and a 0.014¿ guidewire was loaded without issue, the cutter was positioned approximately 29mm inside the housing, the thumbswitch was retracted fully and the cutter returned to the cutter window and rotated the thumbswitch was advanced and the cutter advanced approximately 29mm into the housing, the thumbswitch and cutter could be retracted and advanced without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a turbohawk plus atherectomy device for patient treatment in the left prox/mid superficial femoral artery with calcification (cto). No abnormalities reported in relation to anatomy. A non-medtronic sheath (7f cook) was used. IFU was followed. Vessel was predilated. It is reported that tip detached / tip damage occurred. There was a break between the blade and the wire that drove the blade. The surgery was continued by replacing with another device and with the cooperation of spider fx to complete the surgery successfully. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.